Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was confirmed that the validation code status was approved, the issue quantity displayed as 0, and no checkbox was available for item selection. The technical support specialist (tss) review in the cr mql showed that the rxverify details for profile order: (B)(4) had a quantity of 0.00. In the facility mql patient med orders, the profile qty required field showed 0.01667, and in the facility mql items it was identified that the multi-dose item feature was not enabled. Pharmacy subsequently updated the rxverify quantity from 0 to 1, resolving the selection issue. The system functioned after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to issue medication and no option to select the item after the validation code was approved by pharmacy. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.